Manufacturer narrative:
There was no patient involved in this event. The PMA# p160054 provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that power module backup battery provided to customer on 22mar2023, was defective. They reported power modules to continue alarming as well as red alarms being displayed after installation. The battery was tried in multiple power modules to determine if the power module was the problem, and all were unable to cease alarming upon installation. The battery serial number is (B)(6). There were no patients involved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red alarm was confirmed during evaluation of the returned power module backup battery (serial number: (B)(6)). The backup battery was installed in a known working test power module and upon powering on the system, a yellow wrench and red battery alarm activated. Evaluation of the battery revealed that it was in a slightly depleted state, measuring at 11.6v. The battery was then charged to about 2.7v using an external power supply; however, the alarms still activated upon connecting the charged battery to the test power module. It was determined that the battery was unable to support the operation of a test system controller and mock circulatory loop. Further evaluation was not performed due to the chemical hazard posed by sealed lead acid batteries. It was also noted that the battery was manufactured on 28jul2022, and the reported event date was on 09aug2023; therefore, the battery was not expired at the time of the reported event. The root cause of the reported event could not be conclusively determined through this analysis. Battery inspection data was reviewed for the 12v sla backup battery, serial number (B)(6), revealing that the battery passed all testing per the greatbatch specifications. The battery was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use (rev. C) under section 7 ¿alarms and troubleshooting¿ and heartmate power module instructions for use (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use (rev. C) section 3 "powering the system" and heartmate power module instructions for use (rev. B) under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use (rev. C) section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module instructions for use (rev. B) under "inspection cleaning and maintenance" explain how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.